Event description:
The compliant was reported by a customer from canada. Misplaced cassette error and failed boh.

Event description:
The compliant was reported by a customer from (B)(6). Misplaced cassette error and failed boh.